Manufacturer narrative:
Additional information: b5, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information was received on 06/25/2025: there were no reports of any device breakage inside the patient. The procedure proceeded without delay, and no additional anesthesia was administered. The ar-8943-42 was used to prepare the bone socket for implant insertion, and the patient's bone quality was assessed as normal. Additional information was received on 07/02/2025: the correct plate part used in the procedure was ar-8954pl-xss calcaneal fracture perimeter plate from lot 15040619.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/30/2025, an arthrex employee reported via email that an ar-8935l-26s low profile locking screw was used with an ar-8954pr-xss calcaneal fracture perimeter plate. Upon attempted use, the screw did not fit into the thread of the plate's locking hole, prompting redrilling and a second attempt at installation, which also proved unsuccessful. To complete the case, another ar-8935l-26s low profile locking screw was used successfully. There was no reported patient harm. This issue was discovered during an internal fixation open reduction procedure on (B)(6) 2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or excessive forces being used during insertion of the screw.